Event description:
Ev medtronic implanted device gave inappropriate shock during severe storm while phone was in hand. Emergency storm warning on phone causes defibrillator to give inappropriate shock. Unacceptable and painful.